Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the baseline testing completed on the device found no failing conditions. All testing completed on the device passed, therefore no problem was detected. The allegation was not confirmed. (B)(4).

Event description:
It was reported that this pacemaker exhibited intermittent capturing and sensing issues. The leads were tested multiple times through the psa moving the leads to multiple positions and no issues were detected. The physician felt like it was the pacemaker causing the issue and decided to remove the device and implant a new pacemaker. No issues seen after implant of new device. No additional adverse patient effects were reported.